Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was not able to secure properly to the pump to maintain electrical connection to power the pump. A test cap was able to secure properly to the pump and power the pump on. With the test cap in place, the pump was exercised for 12 hours without any interruption in power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power with a crack in the battery compartment. The reporter denied damage to the battery cap or moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.